Manufacturer narrative:
We evaluated the returned grasper and found the distal end broken and material melted. It is possible that the instrument shorted while tissue was being grasped. We cannot confirm cause.

Event description:
Allegedly, the doctor was performing a bariatric roux en procedure on a patient when he saw that the tip of the insert had melted. He removed the instrument and completed the procedure with another device. The hospital reported that there was no injury to the patient.